Event description:
It was reported that the patient presented for a follow-up device check. Non-sustained right ventricular over-sensing due to post-paced t wave over-sensing was noted on the device. Programming change was made. There were no adverse health consequences, the patient was stable and will continue to be monitored.